Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healicoil knotless broke while it was being inserted in the prepared hole, unknown procedure. The anchor was removed with a grasper and the procedure was completed with a smith and nephew back up device with a delay of 5 min. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that the healicoil knotless broke while it was being inserted in the prepared hole during a rotator cuff repair, used in lateral row. The anchor was removed with a grasper and the procedure was completed with a smith and nephew back up device with a delay of 5 min. No other complications were reported. The patient had normal bone quality, the insertion site was prepared with a disposable 5.5 dialator.

Manufacturer narrative:
Internal complaint reference (B)(4). H10, h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated incident. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the print specifications found that each component should be visually inspected for all non-conforming attributes defined in the procedure and according to the acceptance criteria on the part drawing, data sheet, or associated sops. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.